Event description:
It was reported that the system monitors were blank. This could cause the system become unusable due to the inability to display a live fluoroscopic image. There is no report or injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service. See scanned page.